Manufacturer narrative:
The device was returned for service inspection and the following reportable malfunctions were identified during the device evaluation: footswitch failure. Based on the results of the investigation, it is likely the following led to the malfunction: the performance of a consumable deteriorated as the number of usages increase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the footswitch of the flushing pump failed. There was no patient involvement.